Manufacturer narrative:
(B)(4). If additional information becomes available, a supplemental report will be filed with the new information. This complaint is being processed in accordance with dpa-qip-MDR decision backlog management plan.

Event description:
Pentax medical was made aware of an event which occurred in the emea region involving pentax video colonoscope ec-3890li. In the event reported the user stated that the image gets dark during angulation. The anomaly was detected in the operating room before use. There was no adverse event reported with this complaint. No additional information was provided.